Event description:
It was reported that during a procedure, the top part of the connecting screw popped off while removing the helical blade. There was no harm to the patient, and the surgeon completed the case successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the helical blade coupling screw in two pieces. The knob has actually unscrewed from the shaft because the weld around the knob to the shaft has broken. The weld bead appears to have been complete, even and homogenous which indicates an acceptable weld and material uniformity. There are numerous deep dents on the top and edges of the knob and there are circumferential scratches around the shaft just below knob to shaft joint. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. It is concluded that the device shows evidence of being used and hammered extensively over time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Expiration date was added in error. This part was not a sterile product. (B)(4)